Manufacturer narrative:
E1:patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, patient complained about infusion set leakage. Patient's blood glucose at the time of issue was 25mmol/l. No further information available.